Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Patient had PICC line inserted in 2007. Patient returned for medical reason five months later. PICC line flushed easily at this visit, but patient complained of pain and began crying during flushing routine. Doppler study revealed a severed catheter. Patient was transferred to pediatric hospital for retrieval of severed catheter tip.